Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description according to complainant: legs did not open upon deployment and became stuck in the vessel. Ballooning and retrieval was not successful. Another filter was deployed over the igtcfs-65-1-uni-celect-pt. Both filters remain in patient. Patient outcome: devices remain in the patient. The patient required additional device placement due to difficulty. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect-pt. Summary of investigational findings: the quality of the two imaging is very poor. There are no imaging with both filter present and it is not possible to determine which filter the two imaging show. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. All filter legs are not readily visible on the imaging. Based on this it is not possible to conclude which of the filters that has been used in this procedure, it is not possible to determine a root cause for the filter legs did not open upon deployment. The exact reason for the reported non expanding filter legs cannot be determined, but they may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. During manufacturing processes the distances between filter legs are verified and every filter is redeployed and spring effect is approved after advancement through a testing sheath. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: legs did not open upon deployment and became stuck in the vessel. Ballooning and retrieval was not successful. Another filter was deployed over the igtcfs-65-1-uni-celect-pt. Both filters remain in patient. Patient outcome: devices remain in the patient. The patient required additional device placement due to difficulty. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.